Event description:
It was reported during a routine check that the cardiosave intra-aortic balloon pump (iabp) helium knob had come off. No patient was involved.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse resolved the issue installing a bushing regulator housing (d358-00-0069), high pressure helium regulator (d103-00-0637), press xdcr hi pressure (d682-00-0092-01) and o-ring (d354-00-0209). Completed with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.